Manufacturer narrative:
Company rep evaluated the unit and replaced the isolated host communication board. Unit was calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.